Manufacturer narrative:
The reported event was lead dislodgement. The helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts within the lead. Furthermore, the visual inspection of the lead revealed no anomalies.

Event description:
During follow up, diagnostic imaging showed that the atrial lead was dislodged. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.